Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled ¿short and midterm results of reverse shoulder arthroplasty according to the preoperative etiology¿ by mathias wellmann; melena struck; marc frederic pastor; andre gettmann; henning windhagen; and tomas smith, published online in the arch orthopaedic trauma surgery on february 6, 2013 was reviewed. The purpose of the article was to review reverse shoulder arthroplasty to see if the preoperative etiology influences clinical results after rsa. The article reviewed 76 reverse shoulder arthroplasties for cuff tear arthropathy, fracture sequelae and revision arthroplasty. The follow-up consisted of 71 patients and the mean follow-up period was 23 months. All patients were evaluated postoperatively using the constant score and the simple shoulder test. The patients either had the delta xtend (51) or the delta 3.2 (25), depuy, implanted. 71 patients were clinically investigated for a follow-up examination. (B)(6) year-old male; infection one month after surgery and required replacement of the glenosphere and implantation of thicker inlay one month after implantation; antibiotics.